Manufacturer narrative:
(B)(4). The actual device has not been received and the investigation is on going at this time. A follow up report will be provided when the inspection results become available.

Event description:
As reported by the user facility: event: under infusion: event description: the customer recently began using the perfusor space with the 10 ml bd syringes for antibiotics and discovered approx .5 mls left in the syringe from a 6-8 ml infusion. No patient injury.